Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met.

Event description:
It was reported there was a possible fracture of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.